Event description:
It was reported a balloon developed a leak on the first inflation during dilatation of a wall stent in the left renal artery. Resistance was encountered upon removal of the balloon catheter through the introducer sheath and a segment of balloon material detached in the pt. Retrieval of the balloon segment utilizing a snare was unsuccessful. No further retrieval was attempted. No pt sequelae resulted from this event and the pt has since been discharged. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Therefore, co believes the above factors may have contributed to this event and does not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use outline specific sizes of balloons that are indicated for stent deployment/optimization. This sized balloon is not indicated for stent deployment/optimization as per co's dfu's.